Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 29 and 31) with multiple cartridges during the load process. Customer's blood glucose level was approximately 300 mg/dl. Customer was load a new cartridge and resume insulin delivery.